Event description:
Event description guidant received information that this ventricular lead had an impedance measurement over 2000 ohms. The threshold measurement went increased as well. The measurements improved upon programming the lead to unipolar configuration. A field representative contacted technical services asking if this was a fracture.,